Event description:
The customer reported that they got a cannot acquire ECG message while performing a 12 lead ECG. There was no pt involvement as this was done during a software upgrade and testing.

Manufacturer narrative:
(B)(4): the customer reported that they got a cannot acquire ECG message while performing a 12 lead ECG. There was no pt involvement as this was done during a software upgrade and testing. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.